Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint on the interface board.

Event description:
The customer stated that the display was blank. The reported blood glucose reading was 215 mg/dl. Troubleshooting was performed and the display remained blank.